Manufacturer narrative:
This report is submitted on 17 january 2020.

Event description:
Per the clinic, the patient experienced infection at incision site and subsequently was treated with a topical antibiotic (duration not reported).

Event description:
Per the clinic, the patient underwent a revision surgery to clean out the infected site on (B)(6) 2020. The device was explanted on (B)(6) 2020 (specific date not reported), and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on 11 february 2020.

Event description:
It was reported that the patient was treated with IV antibiotics (date not reported).